Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation bsc pfa ablation procedure, a pericardial effusion was observed via intracardiac echo post transeptal puncture. A pericardial tap was performed and veinous blood was noted leading to conclusion of right sided blood. The physician was unsure what had caused the pericardial effusion because there was no direct visualization of the event. The physician suspects that the cardiac perforation is located in the coronary sinus ostium. The procedure was aborted, and the patient was monitored with direct ice visualization during drainage. After 20 minutes, the pericardial effusion was resolved and the drain was removed. There were no performance issues with any of the abbott devices. The patient was discharged the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.